Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown hip.the information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Event description:
It was reported that: through the filing of a lawsuit that in (B)(6) 2009 the patient underwent hip replacement surgery at (B)(6) hospital, during which he received a stryker metal on metal hip replacement device. It is alleged that on (B)(6) 2012, his physician warned him of his cobalt and chromium levels. He further alleges that ... "The devices have demonstrated excessive failure rates and are prone to premature failure."

Event description:
It was reported that: through the filing of a lawsuit that in (B)(6) 2009 the patient underwent hip replacement surgery at (B)(6) hospital, during which he received a stryker metal on metal hip replacement device. It is alleged that on (B)(6), 2012 his physician warned him of his cobalt and chromium levels. He further alleges that ... "The devices have demonstrated excessive failure rates and are prone to premature failure."

Manufacturer narrative:
An event regarding a patient who was warned by their physician about their cobalt and chromium levels involving an unknown metal-on-metal hip was reported. The event was not confirmed. Device evaluation and results could not be performed as no items associated with the event were returned or made available for identification or evaluation. A complaint history review could not be performed as the device was not properly identified. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.